Event description:
A report was received from a doctor regarding a memorylens that was implanted in the patient's right eye in 1999, which lens had opacified. When the patient presented for exam in 2002, their current visual acuity was 20/40 od. The next month, the iol was explanted and replaced with another lens with no complications. The doctor stated that the patient has regained full vision.